Event description:
It was reported by the healthcare provider that the patient had a disrupted catheter and had a revision on (B)(6) 2006. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).